Manufacturer narrative:
Continuation of d11: 4592-53 lead implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's friend reported that the device battery was "totally dead" and "dead before end of life," and that the patient felt tired and short of breath. The device was explanted and replaced a few months later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.